Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant selection and malpositioned implants. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 493375, mfd. 07/23/2015, expires 2020-07, (B)(4). 2nd (middle): ifuse implant, p/n 7040-90, lot# 493447, mfd. 06/08/2015, expires 2020-06, (B)(4). 3rd (inferior): ifuse implant, p/n 7045-90, lot# i0a78, mfd. 08/29/2014, expires 2019-08, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. After a short period of pain relief, the patient reported a recurrence of pain symptoms. The surgeon believed that the implants may be loose. All of the implants appeared to be placed too posteriorly and the superior positioned implant was too short and not fully across the joint. In (B)(6) 2017, the surgeon performed a revision surgery where he removed all of the implants and filled the voids with bone graft and added additional hardware.